Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation, the device was visually inspected, and the power connector of the unit and metallic surfaces were corroded. In addition, the unit could not power on to collect the error log/machine hours/error code numbers/software version. Lastly, contamination of dust/dirt was found on the inside of the device. The device was scrapped. The service center concludes that the complaint was not confirmed and there was no evidence of sound abatement foam degradation.